Manufacturer narrative:
Method: this MDR is being filed since the customer had delay in tpn infusion because repeating ail alarms. The product from the noted lot numbers has not been returned for eval. This is a known issue and p/n 340-4128 is currently under recall # z-1444-2011-for this same problem.

Event description:
The pump is constantly beeping with the error message 'air in line'. Customer has used all the tubing up in the home trying to find one that worked. None did, so she decided to not run the tpn (B)(6) and called (B)(6) to get new tubing sent out so the tpn could be run. Replacement tubing was curlin non filtered tubing and separate 1.2m extension set was sent out.